Manufacturer narrative:
Mentor received an update on the events submitted in the previous reports. It was reported that prior to the explantation procedure, the patient had been diagnosed with lupus. The patient feared immunologic issues. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10/14/2019, mentor received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer reference number: (B)(4).

Manufacturer narrative:
On 11/1/2019, the product investigation was completed. Device investigation summary: during analysis of the sample, some missing material and a tear was observed in the anterior view. Microscopic evaluation revealed parallel striations for both missing materials on their edges, with missing material a measuring 0.4 x 0.3 cm and missing material b measuring 0.5 x 0.3 cm. Regarding the tear measuring 1.1 cm no indications of instrument damage were found. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cauterize devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 475cc mentor smooth round moderate plus profile saline breast implant (catalog number 3502475, serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic/latina female patient underwent a primary breast augmentation with a 475cc mentor smooth round moderate plus profile saline breast implant and experienced postoperative left-sided deflation. The diagnosis was confirmed by physician upon examination. As a result, the patient underwent a bilateral explantation on (B)(6) 2019.